Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the clinical site indicated that the source record has been deleted. Follow up is being conducted to determine why the record was deleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the entire system was explanted or replaced. The event resulted in an unscheduled clinic or office visit. The event was related to the device or therapy, and resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Upon further review, corrected aware date to (B)(6) 2016.

Event description:
Additional information received from the healthcare professional of the clinical study reported the site deleted the event and had created a system modification form to document the explant. The reason for explant or replacement was reported as "patient choice". The site also noted that "no rationale for explant was found in emr". It was unknown if there was a device issue. Furthermore, it was unknown what symptoms, if any, the patient experienced and unknown what troubleshooting was performed.